Manufacturer narrative:
B3: event was reported to have occurred on an unreported date during (B)(6) 2020 to (B)(6) 2020. B5: at the time of this report, the patient was recovered from the event. Pd therapy was ongoing during the treatment and was withdrawn at the time of this report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the event and was treated with an unspecified intraperitoneal drug (dose, frequency and duration were not reported) for treatment. At the time of this report, the patient remained hospitalized and has not recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reported declined follow-up.